Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility by telephone and in writing to obtain additional information regarding the reported event but with no results.

Event description:
Olympus received a legal document on june 27, 2016 which alleges that a patient developed a (B)(6) infection after undergoing multiple procedures using a tjf-q180v duodenovideoscope and expired in (B)(6) 2014. The legal document also alleges that the duodenovideoscope was reprocessed using a custom ultrasonics system automated endoscope reprocessor.